Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges while ascending a hill, the scooter continued to gather speed and the scooter would not stop. The customer sustained injuries as a result of the event.

Manufacturer narrative:
No liability was found with product. The (B)(6) examined the device. The product will not be returned to pride for evaluation. Device not returned to manufacturer.

Event description:
The customer alleges while ascending a hill the scooter continued to gather speed and the scooter would not stop. The customer sustained injuries as a result of the event.